Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System failed due to a system error. The patient exam was repeated due to loss of data and images. The investigation is in process.